Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator failed the active exhalation verification test. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had failed the active exhalation verification test. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board was replaced to address the issue. In addition of the above evaluation, the tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board was replaced based on failed final test, which was not related to the malfunction/issue.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be - the manufacturer previously reported receiving information alleging a ventilator had failed the active exhalation verification test. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation. During the evaluation, the device failed a test step during testing. The device's system board, solenoid and proportional valve were replaced to address the issue. In addition of the above evaluation, the tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board was replaced based on failed final test, which was not related to the malfunction/issue.

Manufacturer narrative:
On previously submitted report, section "additional narrative" was incorrect. It should be - the manufacturer previously reported receiving information alleging a ventilator had failed the active exhalation verification test. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation. During the evaluation, the device failed a test step during testing. The device's system board was replaced and blower moto was calibrated to address the issue. In addition of the above evaluation, the tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board was replaced based on failed final test and passed. On previously submitted report, section "component code grid" was incorrect. It is updated in this report.